Event description:
Boston scientific received information that during post operative checks there was an increase in thresholds and loss of capture on this left ventricular lead. A chest x-ray was done which revealed that this lead had dislodged but was still in the lateral branch of the heart. The device was reprogrammed and the left ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.